Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for coronary artery bypass grafting surgery. After procedure, the lead was no longer capture. The lead was programmed off. On (B)(6) 2019, the lead was capped and replaced. Patient was stable post procedure.